Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -13.5/0.5/08 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6)2022 the lens was removed due to low vault. A replacement lens of longer length was later implanted and the problem was resolved. Cause reported as unknown.